Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12820. It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was positioned in the laa and the 27 mm watchman ® laa closure device and delivery system was being prepped. An unknown pigtail catheter was withdrawn and the delivery system was advanced to the laa. Contrast was injected and fluid was seen in the pericardial space. The device was deployed, but was positioned slightly distal in the laa. A partial recapture was performed and it was positioned more proximal and redeployed. The closure device was released. The effusion grew larger and tamponade occurred. The patient's blood pressure dropped to 42 systolic pressure. A pericardiocentesis was performed which drained 850 cc of blood. Two liters of blood were transfused back into the patient. The patient went to the intensive care unit with the drain left in place. The patient woke up from the anesthesia and did not have an neurological changes. The patient is currently doing well.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that the pigtail catheter was a non-bsc catheter. The closure device remained implanted. The patient was discharged and doing well.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the patient's 45 day follow up appointment, the transesophageal echocardiogram (tee) probe perforated the patient's esophagus. The patient had a mini thoracotomy done to treat the bleeding. The patient was scheduled to be discharged a few days after the procedure.